Event description:
The pt was being fed using a pump. An unk amount of eteral feeding solution was hung, and the pump was set to deliver 25 ml/hr. 300 ml were delivered in 45 minutes. There was no illness, injury or medical intervention resulting from the event.

Manufacturer narrative:
Pump was run at 25ml/hr for 45 minutes with 300ml of osmolite. Pump delivered within spec. With no difficulties noted during testing.